Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of the event.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of the event. No patients or users were harmed. Results of functional testing indicate the speaker was working as intended and produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed, the speaker was working as intended but replaced as a preventative measure. The device was operational after repairs were completed.